Event description:
During the procedure, the bx sonic 2.50mm x 13mm stent dislodged.

Manufacturer narrative:
Please note that this device is not sold in the us and is a bare metal stent. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
During the procedure, the bx sonic 2.50mm x 13mm stent dislodged. Multiple attempts to retrieve detailed information regarding the event and the procedure were unsuccessful. One non-sterile bx sonic 2.50mm x 13mm was received coiled inside a plastic bag. The stent was not received. The balloon was already inflated. Residues of inflation medium were observed. Crimping and bumping marks were observed in the balloon. No more anomalies were found. During microscopic analysis crimping and bumping marks were observed in the balloon. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure 'stent dislodged' could not be confirmed; since there is evidence of the balloon was already inflated, also crimping and bumping marks were observed. The exact cause of the failure experienced by the customer could not be determined. Based on the limited information available for review, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Neither the DHR review not the product analysis suggests that the reported failure is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken.